Event description:
Customer reported that a "pod malfunctioned as the insertion needle did not deploy." She wore the pod overnight. Although she had "no symptoms of a high bg," her bg level was 425 mg/dl.

Manufacturer narrative:
The customer stated that the "insertion needle did not deploy." This indicates that the needle mechanism failed to function as designed. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly insert. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Observing that the cannula or needle mechanism appear different early on allows users to act quickly and appropriately. Product lot qualification records were reviewed and determined to have met all acceptance criteria.